Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that patient has fissure wound along thoracic incision. An incision and drainage is scheduled for (B)(6) 2022 in order to resolve the issue.